Event description:
It was reported by the sales rep the device was used during a laparoscopic cholecystectomy. It was reported "a surgeon stuck the right iliac artery upon insertion of the uv120 veress needle." She reported to the rep she did not believe the problem was a result of the product, but rather the surgeon's technique. She asked to have the product evaluated. Case was converted to open. Sales rep also forwarded medwatch form, unnumbered, completed by account which states "patient for laparoscopic cholecystectomy. Upon insertion of veress needle, right iliac artery was punctured. Laparotomy was performed for repair of artery and cholecystectomy performed open."